Event description:
It was reported that the patient with this right ventricular (rv) defibrillator lead was shocked fifty-six times and was admitted to the hospital. The lead exhibited noise and pace impedance increased, but not out of range, and the patient was fine. No additional adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that the patient with this right ventricular (rv) defibrillator lead was shocked fifty-six times and was admitted to the hospital. The lead exhibited noise and pace impedance increased, but not out of range, and the patient was fine. No additional adverse patient effects were reported. The lead remains in service. Additional information was received that there was a rv pace impedance measurement of greater than 2,000 ohms. The patient advocate would follow up with this patients clinic. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h6: patient code updated from electric shock(e2104) to shock from patient lead(s)(e210401). Impact codes updated to include inadequate/inappropriate treatment or diagnostic exposure(f10). Device codes updated to include oversensing(a070909) and inappropriate shock (a071302).

Event description:
It was reported that the patient with this right ventricular (rv) defibrillator lead was shocked fifty-six times and was admitted to the hospital. The lead exhibited noise and pace impedance increased, but not out of range, and the patient was fine. No additional adverse patient effects were reported. The lead remains in service. Additional information was received that there was a rv pace impedance measurement of greater than 2,000 ohms. The patient advocate would follow up with this patients clinic. No adverse patient effects were reported. Additional information received reported that this rv lead continued to exhibit out-of-range pace impedance measurements, and the patient was referred to the clinic. This rv lead remains in service. No additional adverse patient effects were reported.